Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest, anoxic encephalopathy and all injuries associated therewith and subsequently expired. It is further alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.